Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, the device was unable to be interrogated when received. Longevity analysis was performed based on session record and found the battery depletion to be premature. Session record indicated normal current drain during implant period and no high current drain sources were found. The cause of the unable to interrogate could not be conclusively determined. The cause of the premature depletion could not be determined.